Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsular contraction grade 4".

Event description:
Patient reported left side capsular contractor baker grade IV and pain. Device remains implanted.

Event description:
Patient provided medical letter which reported additional event of radial folding of implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6b, g1, h6.

Event description:
The device has been explanted.

Event description:
Patient reported left side capsular contractor baker grade IV and pain. Patient provided medical letter which reported additional event of radial folding of implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : no observed. Additional observations: deformation observed on the device. Wear abrasion observed.

Event description:
Patient reported left side capsular contractor baker grade IV and pain. Patient provided medical letter which reported additional event of radial folding of implant. The device has been explanted.